Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2012, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury the following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a retropubic sling placement and cystoscopy procedure performed on (B)(6) 2012, for the treatment of urinary incontinence. Throughout the procedure, there were no complications, and the patient tolerated the procedure well, leaving the operating room to the recovery room in good and stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.